Manufacturer narrative:
Reporter¿s phone number:  (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device was seized, moved heavily and was jammed. It was further determined that the device failed pretest for check the function with console, check compatibility, check the triggers and electronic control unit function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function and check the battery case coupling. It was noted in the service order that the motor had no force on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.